Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected undersensing on current and recorded electrograms (egm). The ra lead remains in use. It was also reported that the left ventricular (lv) lead was observed with possible high threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.